Event description:
(B)(4) received a notice from the daughter of the end user regarding an incident involving a scooter that (B)(4) imports and distributes. As the end user was already down the ramp which he built to get in and out of the house, the scooter flipped over and landed on top of him. As a result, he suffered a crack vertebrae. This report is based on information provided by the end user and his daughter.